Event description:
Customer hospitalized for high bgs and was in critical care unit at the time of call. It was stated that this was one of several hospital visits since receiving the device. Partial troubleshooting was performed. The hp test was not done because the troubleshooting tools were not readily available. Customer not comfortable with pump and requested a replacement.